Manufacturer narrative:
Final analysis found that all five filars of the outer coil were fractured at 24.5 cm from the tip electrode, due to clavicular crush. The inner insulation was damaged in the same area. The fractured coil may have contributed to the complaint of loss of capture.

Event description:
It was reported that the right atrial lead exhibited loss of capture at high output. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.